Manufacturer narrative:
The customer that when inserting new batteries, the analyzer "started to get hot". There were no allegations of patient/user harm. There were no allegations of incorrect results. This event is being reported upon review of the complaint and to keep in line with reporting expectations. Currently it is unknown whether or not the device may have malfunctioned, as the device was not returned. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer that when inserting new batteries, the analyzer "started to get hot". There were no allegations of patient/user harm. There were no allegations of incorrect results.